Event description:
Boston scientific received information that this patient presented today after being shocked three times. System evaluation noted this right ventricular (rv) lead was not capturing at maximum device outputs. A chest x-ray revealed the lead was dislodged. The patient had been shocked inappropriately due to this lead sensing the patient's atrial fibrillation (af) post dislodgement. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.